Event description:
This ra lead was implanted on (B)(6) 1998 and was capped on (B)(6) 2013. A call was placed to technical services on 05/11/2018 stating that this lead had impedance greater than 2000 ohms and no capture in unipolar at 7.5v and on (B)(6) 2018 lead safety switch was noted on this lead. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).